Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damages most likely attributable to the explantation surgery. Additionally it was reported that during telemetry measurement an error message popped up for undetermined reasons. The problem could not be reproduced during investigation. This is a final report.

Event description:
The patient experienced background noise every time the audio processor was put on and intermittent access to sound since (B)(6) 2015. Sometimes the volume decreased, and the noise had like bass tones. Re-implantation occurred on (B)(6) 2015. According to further information, the performance with the new device is good.

Event description:
The patient hears a background noise every time the audio processor is put on. The access to sound is intermittent. Sometimes the volume decrease, and the noise gets like bass tones. The patient will be re-implanted.